Manufacturer narrative:
Root cause could not be determined.

Event description:
Patient underwent implantation of vector nail on (B) (6) 2003. On or about (B) (6) 2005, it was discovered that the device failed and/or broke.